Event description:
It was reported that dissection occurred. Rca was about 90% stenosis with long defuse lesion. After bed preparation pre dilating with trek 2.0 x 10 mm, we deployed orsiro mission 2.5 x 15 distal rca and then promus elite 3.5 x 28 mm in mid rca. But we noticed proximal edge dissection, we took another promus elite 4.0 x 12 mm to cover dissection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).